Manufacturer narrative:
Product evaluation summary: the closurefast catheter was received and analyzed. A breach in the coil was observed. Visual inspection under magnification showed the fep coating was damaged and the coil was observed to be exposed. The catheter passed functional testing on two different models of rfg generators.

Event description:
Physician was attempting to use a closurefast catheter for a radiofrequency ablation procedure. It was reported that upon inserting the catheter and connecting it to the generator, the device did not work and it turned off on its own. Another device was used to complete the procedure. No injury to patient was reported.